Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Device had cracked case at display window corners and display window and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Blood glucose value was 437 mg/dl; treated with manual injection. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.